Event description:
"Previous cnf reported and is under (B)(4). Dealer (B)(4) states that since the last cnf was reported he has had to replace the motor 3 times and the chair is still loud. Along with being loud, the motors works for a couple days and then starts to hang up. He tells the motors to go forward and the chair hangs up. He has also replaced the foam filled tires thinking this would help the noise but this has had no effect either."

Manufacturer narrative:
(B)(4)2012 cdrh's emdr system encountered a processing issue that prevented the successful transmission of invacare's electronic submissions. Therefore, the reporting firm was in compliance with cfr 803. (B)(4) no RMA has been initiated for this issue. Model fdx-mcg, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1163181 rev d (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.